Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer reported experiencing a loss of consciousness and was unable to self-treat. The customer's husband called an ambulance and customer received unspecified medical treatment, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer reported experiencing a loss of consciousness and was unable to self-treat. The customer's husband called an ambulance and customer received unspecified medical treatment, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned (B)(6) reader was investigated. Visual inspection was performed on returned reader. Observed contamination in usb port that prevented the customer from charging the reader which would lead to the reader not turning on. Returned reader was de-cased and visual inspection was performed and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.